Event description:
Pt reported infusion device displayed "2.01" with three dashes and was frozen. She indicated that the power pack was 2 weeks old. Pt stated that she replaced the power pack, but the device continued to display the "2.01" and three dashes. She did not report any physiological effects associated with this issue. No medical assistance was reported. Product was requested to be returned for evaluation.